Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no lot number was provided. However, intra operative and postoperative images were provided. The patient was implanted with secure-c on (B)(6) 2015. Lateral radiographs were provided. The intraoperative radiograph indicated the device does not seem to be positioned 1-2 mm posterior to the vertebral midline as per the technique guide. Follow-up lateral radiographs show that there was no space between the superior and inferior endplates. The device's inferior endplate seems to have displaced anteriorly with respect to the inferior vertebral body. The device was removed on (B)(6) 2015, two weeks after implantation. Radiographs prior to retrieval show some space between the endplates in the anterior-posterior view but not in the lateral view. The device was not available for evaluation. Based on the information available, it is likely that implant positioning may have contributed to the displacement of the inferior endplate and core, but it is indeterminate as to the exact cause of the displacement of the inferior endplate and core.

Event description:
It was reported to globus that a patient had a revision surgery due to the lower endplate backing out anteriorly. The initial surgery was (B)(6) 2015, the revision surgery was (B)(6) 2015.